Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose levels from 300-500 mg/dl since (B)(6) 2013. Patient stated he changed the accessories; no success. Patient reported he thinks the infusion device delivers too low insulin. Patient's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.